Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device history lot number was reviewed, and no nonconformities were found that would have led to the reported complaint. Additional information in b5, d3 and d9.

Event description:
Additional information received on 08-apr-2025. The reporter stated that, after preparation particles are visible in the IV bag. The problem occurred in (B)(6) 2025. The device was changed out/replaced with no further problems encountered. It was detected prior to direct patient use. There was a delay in critical therapy. No patient harm noted.

Event description:
The complaint/event occurred on an unspecified date and involved a chemoclave¿ vented vial spike, 20mm. The reporter stated that particles were observed after preparation of anifrolumab vial 300mg/2ml à 300mg dilute in 100ml nacl 0.9%. This also was observed with ¿study medications¿ that they been preparing for a longer time. There was no report of any human harm.

Manufacturer narrative:
The device has been requested to be returned for evaluation, however, it has not yet been received.